Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bags were leaking from the middle administration port. The leak was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Two (2) samples were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing revealed a leak at the spike port cap of both samples. The reported condition was verified for both returned samples. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.